Manufacturer narrative:
Pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button would not work. They also received a failed battery test after changing the battery. The customer could not clear the alarm due to the button anomaly. The customer¿s blood glucose level was 75 mg/dl. Troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that there was no time showing. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.